Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented after receiving a magnetic resonance imaging (MRI) scan. The implantable cardioverter defibrillator (ICD) had not been put into MRI mode and had gone into backup mode as a result. The ICD was successfully restored. The patient was in stable condition.